Event description:
The system was replaced one month after the explant procedure was performed. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that there was purulent discharge from the pocket of the device due to an infection of the implanted system. The system was explanted to resolve the event. The patient was stable.

Event description:
During a remote follow-up, episodes of non-sustained right ventricular oversensing due to myopotentials were noted and resulted in an inhibition of pacing. Additionally, episodes of far field r-wave oversensing and inappropriate automatic mode switching were noted. No intervention has been performed at this time. The patient was stable and will continue to be monitored.